Manufacturer narrative:
A1-a4: no patient involved. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module was alarming despite changing the internal batteries. The metal parts seemed intact.

Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. H8: usage of device: corrected. Manufacturer's investigation conclusion: the reported event of the power module alarming was unable to be confirmed. The heartmate power module (s/n: (B)(6)) was inspected at the service depot and no physical anomalies were observed. The unit was connected to alternating current (ac) power and a mock circulatory loop. Multiple backup batteries were connected to the power module with no atypical alarms activating. The power module was run for a couple days and operated as intended. The power module underwent functional checkout and passed without issue. The reported event was unable to be reproduced throughout testing. The power module was returned to the customer site. Per the provided information, the power module alarmed even after several internal battery exchanges. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate power module instructions for use (IFU) under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit's internal backup battery being replaced. Heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.